Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to implant the device and tighten the setscrew. Upon tightening, no clicking sound was heard when the wrench tool was turned. The physician then removed the tool, but the setscrew remained attached to the tool. The setscrew could not be reinserted into the connector. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).